Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient¿s ipg did not communicate with external devices following an unrelated surgery and did not have therapy. The ipg was not placed into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reported, therapy was restored post operatively.

Manufacturer narrative:
Correction: section e1: reporter name should have been included in the initial report. Correction: h10 - an event of no ipg communication was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The patient's ipg was replaced to maintain effective therapy. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.